Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04210 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varices banding performed on (B)(6), 2010. According to the complainant, during the procedure, they placed fourteen bands successfully however; the patient coughed and most of the bands fell off. It was reported that the bands were left inside the patient to pass naturally. The case was completed with a wilson cook bander. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.